Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tlh. Event description: the rep was not present for the case. As they were finishing the case and before removing the trocars, they looked around and noticed that there were pieces inside the patient. The distal tip of the cannula had broken into three pieces. The pieces were retrieved from the patient. The rep spoke to the surgeon and other staff after the case and it is unknown how the facture occurred. The case was not robotic. There was no patient injury. The device is available for return. Type of intervention: the pieces were retrieved from the patient. Patient status: no patient injury occurred.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the event unit was provided. Visual inspection of the photograph confirmed the complainant¿s experience of a fractured cannula tip. In the absence of the event unit, it is difficult to determine if the fractured cannula tip was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the photograph and the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: tlh. Event description: the rep was not present for the case. As they were finishing the case and before removing the trocars, they looked around and noticed that there were pieces inside the patient. The distal tip of the cannula had broken into three pieces. The pieces were retrieved from the patient. The rep spoke to the surgeon and other staff after the case and it is unknown how the facture occurred. The case was not robotic. There was no patient injury. The device is available for return. Additional information received via email from applied medical impl. Spec. On 03dec2020: "the customer is offering to send pictures of the device but has been advised by the hospital legal department not to send it back.". Type of intervention: the pieces were retrieved from the patient. Patient status: no patient injury occurred.